Event description:
Blood glucose results of "145 mg/dl" with lifescan meter and "109 mg/dl" on a lab device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The test strips and control solution were replaced.